Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. Product code (d2b) - additional product code qon, UDI for concomitant product, tined lead: (B)(4), premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient explanted their device a few months prior due to pain down the left leg whenever the device was turned on. Attempts to adjust programming and lower stimulation levels did not resolve the pain. The issue was determined to be caused by overstimulation of the nerve. The patient has since fully recovered. The patient is doing well since the device was removed, and the pain has resolved since the explant. The patient could not recall the date of the explant. Additionally, the patient reported that there were no specific underlying health conditions that could have contributed to the event.